Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 320 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected a33 alarm noted. The drive support disk was inspected and no anomaly noted. No unexpected sticking anomalies noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.